Event description:
Boston scientific received information that there were questions regarding the longevity of this device. Boston scientific technical services (ts) performed a longevity calculation that resulted in an invalid calculation. It was noted this usually means the device has lasted longer than the calculator would have predicted. Approximately four months later, the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.